Event description:
When the packaging was opened, the nl950-p fiber was found torn. The product was determined by the hospital to be unusable.

Manufacturer narrative:
To date the device has not been received for evaluation. An investigation has been initiated based on the reported information.